Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from long term retrospective perimount study that a 6900ptfx29 valve model was explanted from a 65-year-old patient after an implant duration of nine (9) years and 1 (one) month due to leaflet thickening and stiff movement leading to moderate stenosis and moderate to severe regurgitation. As reported, patient presented with shortness of breath and palpitations after exertion. A 29mm non-edwards bioprosthetic mitral valve was implanted in replacement. Patient was noted as to be in stable condition after the surgery, and was discharged home on post-operative day 11.

Manufacturer narrative:
Added information to d4, e1 and h4. Updated information in section h6 (type of investigation, investigation findings and investigations conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, and no images or medical records were provided. Device history record (DHR) files for the affected device were reviewed and the device was found to meet all manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary artery bypass grafting (CABG) and implant duration greater than nine years.